Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was discarded. Clarification: inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of not device related "cushing¿s, also known as moon face" is considered an unexpected adverse drug experience. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that the patient was injected in the perioral area and lip area with 1 cc of juvéderm volbella® xc and in the oral commissures with 1 cc of juvéderm® ultra plus xc. A month and a week later, the patient experienced ¿granuloma¿ in the lower face and lip. The oral commissure filler hardened forming a mass the size of a marble, much bigger, very large and palpable, swollen and tender to touch. No biopsy or any other diagnostic testing was performed to confirm ¿granuloma." Patient was treated with hylenex® on the same day. Patient received a second hylenex® treatment 2 weeks later and was treated with unspecified steroid. Patient was treated with steroid again almost 3 weeks later. The symptoms are improving. The patient has developed cushing¿s, also known as moon face from the steroids. Cushing¿s was assessed as not related to the filler. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00549 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc, also a device manufactured by allergan.